Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, failure of the printed-circuit board caused an alarm to generate and display disappeared. The cause of the faulty cr board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an alarm generated and the front panel display disappeared due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit panel lights would go out completely occasionally. The issue was found during preparation for use in a therapeutic cholecystectomy. The procedure was completed with no delay, using another device. There were no reports of patient harm.